Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular over-sensing due to post-paced t wave over-sensing. Device reprogramming was discussed but not made at this time. The patient was asymptomatic and will be monitored.